Manufacturer narrative:
As reported, upon shuttling down of the 6f/7f mynxgrip vascular closure device (vcd), there was no sealant delivered or advancer tube visible noted subsequently after removing the unknown sheath and obtaining balloon positioning against the inside of the vessel at the arteriotomy site. There was no reported patient injury. The deployer was mynx trained. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery above bifurcation and below inferior epigastric. There was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. Hemostasis was achieved by manual compression for less that 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The product was not returned for analysis. A product history record (phr) review of lot f2005103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely during the procedure, may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
Upon shuttling down of the 6f-7f mynxgrip vascular closure device (vcd), there was no sealant delivered or advancer tube visible noted subsequently after removing the unknown sheath and had obtained a balloon positioning against the inside of the vessel at the arteriotomy site. There was no reported patient injury. The deployer¿s mynx is trained. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery above bifurcation and below inferior epigastric. There was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. Hemostasis was achieved by manual compression for less that 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. As of note: "it was noted that there were two identical mynx failures in back to back cases of the same product code/lot number. The second device was sent in for analysis. This device, however, will not be returned for analysis as it was discarded".